Event description:
Patient had low battery alarms on fully charged batteries. Patient had changed and cleaned battery clips and contacts. No issues with inappropriate alarms with manipulation of driveline. Vad data within normal limits. Patients was given 8 new batteries.